Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection, x-ray examination and electrical test were normal with no anomalies noted.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the lead failed to capture when the helix was out. The lead was not used and replaced during procedure. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.